Event description:
This case was reported by a consumer and described the occurrence of feeling of having a heart attack in a (B)(6) female pt who received super poligrip original denture adhesive cream ((B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip original denture adhesive cream (dental). At an unk time after starting super poligrip original denture adhesive cream, the pt experienced feeling of having a heart attack, tingling, body numbness and nausea. The pt queried as to why the product should not be applied more than once per day. This was considered device misuse. This case was assessed as medically serious by gsk. Treatment with super poligrip original denture adhesive cream was discontinued. At the time of reporting, the events were resolved.

Manufacturer narrative:
Super poligrip original denture adhesive cream is manufactured in (B)(4) and neither the product nor lot number for this product is available. (B)(4).